Event description:
The device's housing is broken, and the built-in battery is damaged, leading to leaking electrolyte. The silicone cover to protect the battery is also damaged due to the leak.

Manufacturer narrative:
The device has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Manufacturer narrative:
Conclusion: during the repair process of a rondo 3 audio processor, a leaking battery was detected. Due to the destroyed device housing, it can be assumed that the damage to the rechargeable battery inside is caused by strong mechanical stress. This is a final report.

Event description:
The device's housing is broken, and the built-in battery is damaged, leading to leaking electrolyte. The silicone cover to protect the battery is also damaged due to the leak.